Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced aphasia, left sided paralysis, and stroke symptoms. Angiography and computerized tomography scans were performed that showed a right middle cerebral artery embolism and intracranial hemorrhaging in the subarachnoid and right putamen. It was also reported that the patient had some tendency toward dehydration, their international normalized ratio was managed at 1.8 and their anticoagulation treatment at the time of the event was aspirin, heparin and warfarin. The patient received medication and their reaction improved. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Of note, it was reported that the patient¿s anticoagulant therapy at the time of event was aspirin, heparin and warfarin, and the patient¿s international normalized ratio (inr) was managed at 1.8. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Of note, the patient's reported medical history indicated the patient has a history of idiopathic dilated cardiomyopathy and dehydration. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including idiopathic dilated cardiomyopathy, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. 5b patient race updated to asian. B6 laboratory data updated to (B)(6) 2020: hemodynamics with swan-ganz catheter: pulmonary systolic blood pressure 49 mmhg; pulmonary diastolic blood pressure 25 mmhg; right atrial (ra) pressure 8 mmhg; central venous pressure (cvp) 8 mmhg; pulmonary wedge pressure (pcw) 26 mmhg; cardiac output 3.3 l/min; cardiac index 2.5099 l/min/m^2 (B)(6) 2020: echocardiography: severe mitral regurgitation (mr); mild tricuspid regurgitation (tr); mild aortic regurgitation (ar); left ventricular ejection fraction (lvef) less than 20 percent; left ventricular end-diastolic diameter (lvedd) 7.0 cm; left ventricular end-systolic diameter (lvesd) 6.7 cm (B)(6) 2020: heart rate 100 beat/min; systolic blood pressure 90 mmhg; diastolic blood pressure 49 mmhg; ECG rhythm: sinus rhythm (B)(6) 2020: white blood cell count 5.3x10^3 per microliter; hemoglobin (hgb) 10.6 g/dl; platelet count 12.5x10^4/per microliter; activated partial thromboplastin time (aptt) 43 seconds; total protein 5.7 g/dl; albumin 3.1 g/dl; cholinesterase (che) 161 u/l; glutamic oxaloacetic transaminase/aspartate aminotransferase (got/ast) 22 u/l; glutamate pyruvate transaminase/alanine aminotransferase (gpt/alt) 17 u/l; total bilirubin 1.0 mg/dl; blood urea nitrogen (bun) 5 mg/dl; creatinine 0.53 mg/dl; sodium 138 meq/l; potassium 4.7 meq/l; c-reactive protein (crp) 0.81 mg/dl; brain natriuretic peptide (bnp) 514 pg/ml (B)(6) 2020: heart rate 115 beat/min; systolic blood pressure 96 mmhg; diastolic blood pressure 76 mmhg; ECG rhythm: sinus rhythm; white blood cell count 12.1x10^3/per microliter; hgb 11.1 g/dl; platelet count 22.0x10^4/per microliter; reticulocyte count 12 percent; international normalized ratio (inr) 1.3; aptt 42 seconds; total protein 5.7 g/dl; albumin 3.0 g/dl; che 176 u/l; lactate dehydrogenase (ldh) 411 u/l; got/ast 17 u/l; gpt/alt 17 u/l; total bilirubin 1.5 mg/dl; direct bilirubin 0.4 mg/dl; indirect bilirubin 1.1 mg/dl; cholesterol 131 mg/dl; bun 6 mg/dl; creatinine 0.30 mg/dl; sodium 140 meq/l; potassium 4.4 meq/l; crp 6.78 mg/dl (B)(6) 2020: echocardiography: moderate mr; moderate tr; no ar; lvef 20-30 percent; lvedd 6.3 cm; lvesd 5.6 cm; right ventricular ejection fraction (rvef) moderate decrease (B)(6) 2020: heart beat 113 beat/min; systolic blood pressure 76 mmhg; diastolic blood pressure 52 mmhg; ECG rhythm: sinus rhythm; white blood cell count 15.6x10^3/per microliter; hgb 11.0 g/dl; platelet count 29.2x10^4/per microliter; inr 2.4; total protein 7.2 g/dl; albumin 3.9 g/dl; che 217 u/l; ldh 379 u/l; got/ast 28 u/l; gpt/alt 10 u/l; total bilirubin 1.6 mg/dl; bun 10 mg/dl; creatinine 0.36 mg/dl; sodium 135 meq/l; potassium 3.9 meq/l; crp 9.59 mg/dl; bnp 192 pg/ml (B)(6) 2020: hemodynamics with swan-ganz catheter: pulmonary systolic blood pressure 28 mmhg; pulmonary diastolic blood pressure 7 mmhg; ra pressure 3 mmhg; cvp 3 mmhg; pcw 7 mmhg; cardiac output 3.1 l/min; cardiac index 2.3854 l/min/m^2. B7 relevant history updated from idiopathic dilated cardiomyopathy, dehydration to idiopathic dilated cardiomyopathy, dehydration, a rh positive blood type, intra-aortic balloon pump, progressive weakness, temporary circulation support. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that shunt surgery was performed twice. The patient was conscious in that they respond to call.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available controller log files revealed a slight intermittent increase in power consumption on 12-jun-2020; however, no high watt alarms were logged within the analyzed period. Log files also revealed 96 low flow alarms were logged since 29-may-2020 and 2 suction alarms were logged on 21-jun-2020. Information received from the site indicated that the patient experienced aphasia, left sided paralysis, and stroke symptoms. Angiography and computerized tomography scans were performed that showed a right middle cerebral artery embolism and intracranial hemorrhaging in the subarachnoid and right putamen. It was also reported that the patient had some tendency toward dehydration, their international normalized ratio was managed at 1.8 and their anticoagulation treatment at the time of the event was aspirin, heparin and warfarin. The patient received medication and their reaction improved. It was further reported that shunt surgery was performed twice. The patient was conscious in that they respond to call. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus for mation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the observed low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.